Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test indicated that the device was functioning according to manufacturer's specifications. Patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).